Event description:
It was reported that after introducing the tissue dilator over the spring wire guide into the patient's jugular site, the md was not able to remove the dilator. As a result, the dilator and swg were removed and the swg was found unraveled. The md requested another central venous catheter set for insertion. There was no reported pt death or injury. Medical/surgical intervention was not required. There was no reported delay or interruption in therapy. No pt complications were reported and the pt outcome is fine.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.